Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 319.006, lot h663676: release to warehouse date: march 06, 2019. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the needle component had broken from the center shaft of the device. The broken needle component was not returned. No other issues were identified. A dimensional inspection could not be performed as the broken needle component was not returned. The relevant drawings were reviewed; no design issues or discrepancies were identified. The complaint was confirmed, as the needle component had broken from the center shaft of the depth gauge. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sterile processing department (spd) manager reported that the new depth gauge does not slide as it should, and the depth gauge for screws was broken. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 2 for (B)(4).